Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the device was explanted post-mortem and the cause of death was not related to the out of specification finding.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant products: 694765 implantable tachy lead implanted: (B)(6) 2004; 419388 implantable pacing lead implanted: (B)(6) 2004; 507 6-52 implantable pacing lead implanted: (B)(6) 2004. (B)(4).